Event description:
The procedure was coil embolization of vertebral artery that was not calcified and not tortuous. The event happened during coil introduction. It was noted that when an assistant doctor inserted a deltapaq (cdf100258-30/g11446, complaint product) in an unspecified microcatheter, the deltapaq got stuck and kinked around the proximal section of the microcatheter. Therefore both the deltapaq and the microcatheter were safely removed as a unit from the patient and were replaced for a new deltapaq (lot unknown). Once the deltapaq was out of the body, he found that the deltapaq unraveled. It is unknown if the microcatheter was replaced or not. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
During a vertebral artery aneurysm coil embolization when the 2.5 mm x 8 cm deltapaq cerecyte microcoil (cdf100258-30/g11446) was inserted into an unspecified microcatheter, the deltapaq coil system got suck and the device positioning unit (dpu) kinked around the proximal section of the microcatheter. Therefore, the deltapaq and microcatheter were safely removed as a unit from the patient. Once removed, it was noted that the deltapaq had unraveled. It was noted that the coil unraveled outside of the patient's body and is unknown when and where exactly this occurred. A new deltapaq (lot unknown) was then used; it is unknown if the microcatheter was replaced. The procedure was then successfully completed without any further issues and there was no patient injury/complications reported. The product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The deltapaq system is unavailable for evaluation. No additional information is available. A review of the manufacturing documentation associated with this deltapaq lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the deltapaq system and concomitant microcatheter for analysis no conclusion can be made regarding the reported inability to insert the coil device through the microcatheter. It appears that this device interaction likely contributed to the kinking of the dpu and stretching of the coil. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.